Event description:
This is filed to report adverse patient events. It was reported through the pmcf (post-market clinical follow-up) report, that abbott proactively collected and evaluated data from several sources, such as in-hospital outcomes and physician surveys, to confirm the safety and performance of abbott's nc trek rx coronary dilatation catheters (cdcs) as a predicate device for nc trek neo. Key safety outcomes collected were vessel perforation, vessel dissection, acute myocardial infarction (ami), arrhythmias, embolism, thrombus, occlusion, angina, and death. Of these safety outcomes, there were zero cases of vessel perforation, arrhythmias, death, ami, occlusion, thrombus, and embolism. Device performance was defined as successful delivery, inflation, and deflation of the cdcs. Cto would be considered off-label usage as the device is not indicated for ctos. Details are listed in the attached report, titled post-market clinical follow-up evaluation report coronary dilatation catheters. Please see the attached post market clinical follow up evaluation report for specific information.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated as 3/1/2024. D4 - primary UDI number: the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number. The malfunctions listed in the report are captured under a separate medwatch report. Literature attachment: article title "post market clinical follow-up evaluation report nc trek neo coronary dilatation catheter"

Manufacturer narrative:
The device was not returned for evaluation. The corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production record for this product could not be reviewed and a complaint review could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effects of angina and vascular dissection are listed in the coronary dilatation catheters (cdc), nc trek, instruction for use IFU, as known patient effects. Based on the information reported through the pmcf (post-market clinical follow-up) report, a conclusive cause for the reported complaints could not be determined. Additionally, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.